Event description:
A #22 catheter was started on 2/15 and removed on 2/18 due to second degree infiltration and leaking. On 2/19 temp to 101 degrees. Dr performed I & d on old IV site. Pt was treated with dressing changes and oral antibiotic.